Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and with severely scratched display window noted. Unable to confirm the motor error alarm due to keypad anomaly. The motor was tested outside the device and passed. The insulin pump had cracked battery tube thread and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. Nothing further was reported.